Event description:
A report was received via social media that the patients device was broken. The patient had to turn up the stimulation to get relief then could not walk. The patient underwent an explant procedure. No further information could be obtained.